Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and identified as the likely cause of the issue. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.